Manufacturer narrative:
User error, not returned to manufacturer.

Event description:
Device was primed prepped by cath technician. User (physician) reported that first injection to patient was a flush of saline and then an aspiration from device contrast line for next injection. User reported that he did not look at the line or syringe prior to next injection. The next injection the image showed "little contrast and mostly air". Case was a venous peripheral case. Patient did not experience an adverse event. No medical intervention was applied. Device was not returned to allow for confirmatory rule out of device malfunction. Investigation concluded event was most likely user error.